Manufacturer narrative:
(B)(4). S/w version: 4.11d. Retainer ring = clear. On (B)(6) 2021 customer alleged pump's battery lasting less than 1 week. In addition, customer alleges pump has cosmetic damage at the back of the pump (crack). Pump successfully downloaded traces and history file using thus. Pump passed sleep current measurement, active current measurement, and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing. Low battery alerts noted in the pump history on (B)(6) 2021 at 10:53am and on (B)(6) 2021 at 10:51pm. Therefore, battery change occurred after 1 week. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly(pcba 1) board. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. In summary, customer allegation for pump's battery lasting less than 1 week not confirmed during testing or in the power management graph. However, moisture damage noted on the pcba 1 board. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm and battery failed alarm. The customer did receive a low battery alert prior to the replace battery alert. Insulin pump had crack where the battery cap screws in on the battery compartment side. No harm requiring medical intervention was reported. The customer will continue the use of device